Event description:
It was reported that during a sleeve gastrectomy procedure, the first device stalled during firing, had to utilize manual override to open the device. The jaws of the second device could not be opened on back table. Case completed with a third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement. Additional information was requested and the following was obtained: did the device cut? Yes. Were staples deployed? Yes. Were the deployed staples formed in b shape? Some were, some were not, according to physician. I was not in the case. On what tissue type was the device used? Stomach at what location on the tissue? Pylorus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. Was buttressing material utilized? Yes if so, which product? N/a. Was the instrument fired across or near an existing staple line or clip? N/a. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g partially fired 1/16 was loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended and no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.